Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead migration / dislodgement. The diagnostic methods included an examination that resulted in a lead exteriorisation on (B)(6) 2017. The etiology was related to the device/therapy, but not related to the implant procedure. The lead was explanted and not replaced on (B)(6) 2017 and the event resulted in an emergency room visit and an in-patient hospitalization. The event was resolved without sequelae on (B)(6) 2017. There was no known impact or consequence to the patient.